Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the inferior tip of the filter contacts and extends beyond the right lateral wall of the inferior vena cava (ivc). The struts of the body of the filter all extend outside the ivc lumen and contacts loops of the small bowel, the spine and retroperitoneal fat. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. Per the implant records, the patient had a diagnosis of deep vein thrombosis. Using a right transfemoral vein approach, the optease inferior vena cava filter was placed in the infrarenal location. Approximately eight years and seven months after the filter was implanted, the patient underwent a consultation for ivc filter removal. The patient reported that the filter had been implanted subsequent to development of a post-surgical pe. At the time of the consultation, the patient¿s medical history included, hypertension, peptic ulcer disease, mild chest discomfort, anemia, migraine, herpes simplex virus infection, and a pulmonary embolism approximately one-year after the filter was implanted. The past surgical history included abdominal hysterectomy and cesarean section. The physician explained that the surgery would be a very difficult procedure that would need to be undertaken at a specialty center, as it came with a high risk of morbidity mortality. The patient decided against removing the filter. The physician recommended anticoagulation therapy a stress echocardiogram and a venous doppler. No other information was provided. Approximately twelve years after the filter was implanted, a computerized tomography (CT) scan reported an ¿ivg¿ filter with the tip located at approximately at the level of the inferior aspect of the left renal vein. The superior tip of the filter within the central aspect of the lumen. The inferior tip of the filter contacts and may slightly extend beyond the right lateral wall of the ¿ivg¿. There is no tilt of the filter. The struts that compose the body of the filter all extend outside of the "ivg" lumen and contacting loops of the small bowel, the spine, and the retroperitoneal fat. No evidence of penetration of any of these structures. No strut fracture or bending. Other findings include a small umbilical hernia, severe lower lumbar facet arthropathy and mild cardiomegaly. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately twelve years post implantation. The patient reports perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, tilting of the ivc filter and device unable to be retrieved; although results of the CT scan provided for review reported neither evidence of organ penetration nor tilting of the ivc filter, and there were no documented retrieval attempts provided. The patient also stated that the struts of the filter perforated the wall of the inferior vena cava. The inferior tip of the filter contacts and may slightly extend beyond the right lateral wall of the ivc. The struts composed of the body of the filter all extend outside of the ivc lumen and contacting loops of small bowel, the spine and the retroperitoneal fat. The filter is irretrievable due to high risk of morbidity mortality. The implanted filter poses a progressive risk of additional perforation of the inferior vena cava and surrounding vital organs, vessels and structures, which can result in severe pain and life-threatening complications. It also poses an increased and progressive risk of migration, fracture(s), embolization of a fracture (or fractures) and thrombosis/occlusion/clotting causing serious injury and death. The patient further experienced anxiety related to the filter.

Manufacturer narrative:
As reported, the patient had placement of an optease inferior vena cava (ivc) filter. Per the implant records, the indication was deep vein thrombosis. Using a right transfemoral vein approach, the optease inferior vena cava filter was placed in the infrarenal location. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the inferior tip of the filter contacts and extends beyond the right lateral wall of the inferior vena cava (ivc). The struts of the body of the filter all extend outside the ivc lumen and contacts loops of the small bowel, the spine and retroperitoneal fat. Approximately eight years and seven months after implant, medical history was reported as hypertension, peptic ulcer disease, mild chest discomfort, anemia, migraine, herpes simplex virus infection, and a pulmonary embolism approximately one-year after the filter was implanted. The past surgical history included abdominal hysterectomy and cesarean section. Following the consultation, the patient decided against removing the filter. The physician recommended anticoagulation therapy, a stress echocardiogram and a venous doppler. No other information was provided. Approximately twelve years after implant, a CT scan reported a filter with the tip located at approximately at the level of the inferior aspect of the left renal vein. The superior tip of the filter within the central aspect of the lumen. The inferior tip of the filter contacts and may slightly extend beyond the right lateral wall of the ¿ivg¿. There is no tilt of the filter. The struts that compose the body of the filter all extend outside of the lumen and contacting loops of the small bowel, the spine, and the retroperitoneal fat. No evidence of penetration of any of these structures. No strut fracture or bending. Other findings include a small umbilical hernia, severe lower lumbar facet arthropathy and mild cardiomegaly. Per the patient profile form (ppf), the patient reports perforation of filter strut(s) outside the ivc, perforation of filter strut(s) into organs, tilting of the ivc filter and device unable to be retrieved; although results of the CT scan provided for review reported neither evidence of organ penetration nor tilting of the ivc filter, and there were no documented retrieval attempts provided. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc and surrounding organs; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Post procedural pulmonary embolism is a known potential event associated with the filter device, patent specific issues, specifically the underlying causes of thrombus formation, may contribute to these events. Anxiety does not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Occupation: other, senior counsel, litigation. Date of event: please note that the exact event date is unknown and the event date is the complaint awareness date. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused the inferior tip of the filter to contact and extend beyond the right lateral wall of the inferior vena cava (ivc). The struts of the body of the filter all extend outside the ivc lumen and contacts loops of the small bowel, the spine and retroperitoneal fat. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. The optease vena cava filter is indicated in the us for retrieval up to 14 days post implantation. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Perforation of the ivc was reported, however a clinical conclusion could not be determined as to the cause of the event. Without post implant images for review, the reported filter perforation could not be confirmed nor a cause for the event determined. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long-term complications associated with ivc filters. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial/final report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to the inferior tip of the filter contacts and extends beyond the right lateral wall of the inferior vena cava (ivc). The struts of the body of the filter all extend outside the ivc lumen and contacts loops of the small bowel, the spine and retroperitoneal fat. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.